Manufacturer narrative:
A visual examination of the returned device was performed. Upon investigation it was noticed that the clip assembly was locked in to the bushing and the control wire was separated from yoke. Because the control wire was separated from yoke, the prongs were unable to be opened or closed. The prongs were bent to an open state at approx. 14mm. It was also noticed that there was a kink in the control wire. Product analysis confirms the reported complaint event. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A DHR review was performed by medventure for lot number ml000504c3. The DHR review revealed no deviation of the device specification, product process specification, the quality assurance procedure and specifications. All acceptance records demonstrate that the device was manufactured in accordance with the device master record.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #¿s 3005099803-2013-12241 and 3005099803-2013-12242 for the other associated device information. It was reported to boston scientific corporation that two hemostatic clipping devices were used during a gastroscopy procedure performed on (B)(6) 2013. According to the complainant, a gastroscopy procedure was indicated for polyp removal. After the polypectomy, the doctor decided to use hemostatic clipping devices in order to prevent post-procedure bleeding. After the nurse fired the first clip, she noticed difficulties. The clip was able to grasp and hold on to tissue. However, the clip cannot be released from the catheter. The doctor slowly wriggled the clip to dislodge from mucosa. They used a second clipping device but the same issue was encountered. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #¿s 3005099803-2013-12241 and 3005099803-2013-12242 for the other associated device information. It was reported to boston scientific corporation that two hemostatic clipping devices were used during a gastroscopy procedure performed on (B)(6) 2013. According to the complainant, a gastroscopy procedure was indicated for polyp removal. After the polypectomy, the doctor decided to use hemostatic clipping devices in order to prevent post-procedure bleeding. After the nurse fired the first clip, she noticed difficulties. The clip was able to grasp and hold on to tissue. However, the clip cannot be released from the catheter. The doctor slowly wriggled the clip to dislodge from mucosa. They used a second clipping device but the same issue was encountered. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.